Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the high voltage transformer and snubber pcbs and associated components. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system produced black or blank images. Loud noise heard on x-ray exposure.